Event description:
The caregiver was giving a resident a bath. When she was done and was getting him off the lift and grabbed his hand to help him up. He then slid down. The resident then adjusted himself. The lift fell over, hitting the caregiver on the head. The caregiver sustained a concussion and went to the emergency room.